Event description:
The patient had increasing back pain over the last three to four months. It was further noted that the patient had been complaining a lot a lot over the past month about her back hurting "in the spine area¿. The patient had was scheduled for an appointment on (B)(6) 2013. The patient's left leg was extended and she was noted to have been very spastic. The patient's mother stated that, "the fact that her back was hurting, something was wrong with the pump, or something was wrong with the line to her spine." The medication used within the system was baclofen.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).